Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user was unable to log in. A technical support specialist (tss) checked my quick link and confirmed that the user account existed on the machine. The tss advised the user to contact the pharmacy or don to obtain or reset the password for access. The user stated that customer would reach out to the don for further assistance. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to login. There were no delay, no adverse events or injuries reported based on this event.